Event description:
Boston scientific received information that during routine replacement of this pacemaker, the distal set screw was unable to be loosened and the right ventricular (rv) lead became frayed when pulled out of the device header. No adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced and the rv lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.